Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6)2017 reported the roller dye study was normal and the magnetic resonance imaging (MRI) was normal. The patient's weight at time of event was (B)(6) pounds. It was noted that the pain issue had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 98.4 mcg/ml fentanyl at a dose of 46.268 mcg/day, 39.0 mcg/ml hydromorphone at a dose of 18.338 mcg/day, 492.0 mcg/ml clonidine at a dose of 231.34 mcg/day, 1.8 mg/ml bupivacaine at a dose of 0.8464 mg/day, and 492.0 mcg/ml unknown baclofen at a dose of 231.34 mcg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the patient had a pump with a motor stall that had to replaced. The pump would not be sent in for analysis as the patient had the pumps. Additional information was received from a healthcare provider (hcp) on 2017-feb-21. They were not aware of any kind of motor stall.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional indicated that the patient had been experiencing increased pain that was progressively getting worse; it had been "a slow thing over the past years."